Manufacturer narrative:
Follow-up #1: date of submission 10/5/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings:. No defect was found. Unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6) 2016. Pump boots to the verify screen with audible & vibratory features. A 24hr duration test was successfully completed.. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. No delivery interruptions or alarms occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with moderate urinary ketones, signs of dehydration and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support determined there was no pump malfunction; all settings and delivery histories were as they should have been. It was determined the patient's blood glucose excursion was the result of a training/misuse incident; the health care provider had made adjustments to the pump settings and the cause of the injury was identified as the patient overriding the dosage recommended by the bolus calculator feature. The patient was referred to their health care provider by animas customer support for diabetes management. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy resulting from a training/misuse issue.